Event description:
One and a half hours after anesthesia surgery, a blockage was identified in the tube. The doctor examined and found that the inner tube had bulged and was blocking the air. The director of the anesthesiology department cut the machine end and found what he deemed "tube delamination."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction since it may cause the lumen to become occluded and potentially prevent adequate ventilation of the pt should the malfunction recur. A blocked ett may have serious health consequences if nor promptly diagnosed and corrected. In this case, it was reported that the tube was changed out with a new one which corrected the issue. No additional pt/event details are known at this time. The used device was returned on (B)(4) 2013 for investigation. A device history review was conducted and no anomalies were noted. The returned unit was subjected to inflation testing by being placed in a glass tube and inflated with increasing pressures from 20-90cm h2o and dye testing by injecting dye into the lumen. The investigation determined that no obstruction was evident when below 90cm h2o. During the investigation, the issue was replicated and obstruction could only been seen when the pressure reached 100cm h2o. The instruction for use (IFU) clearly stated that the fixed amount of air is not recommended to be used for inflating the cuff as this will build up excessive pressure built up could have affected the product's design performance adversely. The investigation found that the sample functioned as per product specification at the point of product release.